Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 valve, the valve is failing due to stenosis. The physician believes the valve failed too early. A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra valve. No patient complications were reported.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, sapien 3, and sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical record. The available information suggests that patient factors, including hyperlipidemia and diabetes mellitus, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted due to medical records received. Sections b.4, b.5, b.7, g.3, g.6 and h.2 have been updated. Corrections were made to h.6: clinical code and device code investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 valve, the patient presented with a shortness of breath. The echo revealed severe stenosis of the tavr, likely due to chest radiation. The patient had cancer and underwent treatment. A computed tomography scan showed thickened and calcified tavr leaflets without hypo-attenuating leaflet thickening (halt). A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra valve. The procedure went well, and the patient was discharged the next day.